Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3003832357-2023-00273. Investigation pending and will be housed within (B)(4) with MDR# 3003832357-2023-00273.

Event description:
It was reported to philips that tempus pro experienced a software issue during a patient use event. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.